Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the teeth on the broach broke off during use.

Manufacturer narrative:
Visual inspection confirmed that the teeth had fractured off on one side of the broach while the teeth on the other side were chipped. Hardness test was performed on the device and found device to be within specifications. The lot #62305419 was manufactured on mar 14, 2013 and has therefore been in the field for more than two years and eight months. It is unknown for how many times the device was used. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Per the persona knee system surgical technique "make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The orientation of the cemented tibial broach inserter/extractor handle is important to ensure proper and complete broaching resulting in full seating of the tibial implant on the bone." Instrument/provisional use and care package insert indicates that "breakage can occur for instruments subjected to high loads or impacts". This is therefore a known inherent risk of the procedure. With the information provided, a definitive root cause cannot be determined with the information provided.